Manufacturer narrative:
The test p-cap locks properly into the reservoir compartment. Pump received with pillowing keypad overlay during the visual inspection. Pump was received with a critical pump error (open book image) alarm. Unable to verify keypad unresponsive and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. No blank display during test. Successfully downloaded history files and traces using thump and found three pump error 53 alarm (filenumber=65535, linenumber=65535) unknown time and date on the error log. Pump was cut open and found moisture damage on the electronic assembly, motor, keypad flex tail, internal battery and force sensor during the visual inspection. No moisture damage on the keypad traces, keypad dome switches, battery tube and vibrator during the visual inspection. Critical pump error (open book image) alarm confirmed due to pump error 53 alarm. Pump error 53 alarm confirmed due to moisture damage electronic assembly. Blank display not confirmed. Unable to verify keypad unresponsive due to critical pump error (open book image) alarm. Pump exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error (open book image) on the insulin pump screen and found that the pump was exposed to moisture. It was also reported that insulin pump had a blank display. Troubleshooting performed for blank display and found no damage to the battery compartment, battery cap contacts, and spring, however, the issue was not resolved even after the pump restart. Troubleshooting performed for fluid in pump and found that keypad buttons were unresponsive. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.